Manufacturer narrative:
The report that the customer is replacing the pca front case was confirmed based on class iii field correction. Visual inspection of each front case was performed. Inspection identified all 10 returned pca front case keypad assemblies with cracked screw inserts and hairline cracks around the front outer edge of the cases. Plastic part material (fr110) susceptible to cracks or fractures when used with unauthorized cleaning chemicals/cleaning methods. Contributing factors to the device¿s ability to withstand physical stresses include residual stress concentration or defects that occurred during the handling process. Testing could not be performed, no devices received. No further investigation is necessary as CAPA (B)(4) is opened to address this issue. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
It was reported that the customer is replacing the pca front case.